Event description:
It was reported that the 9000 sys video image was not working. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The matrix camera was found inoperative. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.